Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door frequently failed. The customer reported that there was a delay in dispensing the medication as they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door kept failing. A field service engineer found latch connection needs to be cleaned to resolve this issue. The service engineer cleaned the latch connection and tested it in inventory. The system functioned as intended after the field service engineer repaired the device.